Event description:
It was reported via repair work order that the IV pole could fall in an unintended direction due to being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the IV pole could fall in an unintended direction due to being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported via repair work order that the IV pole could fall in an unintended direction due to being bent. Upon completion of the investigation it was found that the IV pole was bent and that the IV pole was stuck in the up position and could not be lowered due to the bent condition. The IV pole was not in any danger of falling in an unintended direction.